Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent (2.50mm x 24mm) to a diffuse lesion in the lad with 80% stenosis but the device could not pass the lesion. The lesion had been pre-dilated. The physician changed another device to complete the surgery. The patient is good. Evaluation summary: the hypotube was kinked 31.3cm distal to the strain relief. A number of stent struts on the 8th proximal segment were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿diffuse lesion and 80% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ diffuse lesion and 80% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).